Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating and depleting too fast. The customer's blood glucose was not adversely impacted. Customer declined troubleshooting, no additional information was available.